Event description:
The user received a questionable igm result for one patient sample. The initial result from a "pour off tube" was 393 mg/dl and was reported to the doctor. The doctor did not like the result and requested repeat testing. On (B)(6) 2010, the repeat result from the original "pour off tube" was 410 mg/dl. The results from the first master tube were 270 mg/dl with a data flag, with dilution was >2199 mg/dl with a data flag, >2338 mg/dl with a data flag when diluted 1:5 and manually repeated and 8762 mg/dl when automatically diluted. On (B)(6) 2010, the result from a second master tube collected from same draw as the first master tube was 439 mg/dl. The first master tube was repeated with results of 407 mg/dl, >2199 mg/dl with a dilution, >2338 mg/dl with a data flag from a 1:5 dilution and 7725 mg/dl. The patient was not adversely affected due to the reported erroneous result. The igm reagent lot number was 62026901. The field application specialist determined there was possible contamination or interference in the sample and repeated the sample using a manual dilution. She informed the user of interferences in product labeling and advised the user to perform monoclonal antibody electrophoresis on the patient sample to check for interference. The field service representative could not find a cause. He ran performance tests and sample and reagent flow checks.